Event description:
Discordant advia centaur troponin (tni) results were reported on pt samples. The emergency dept physician questioned the tni results. The samples were retested and corrected reports were issued. There is no report of adverse event or patient intervention due to the discordant troponin results.

Manufacturer narrative:
The customer analyzed the instrument and found that a wash line in the fluidics compartment was disconnected. The customer reattached the line. The instrument was calibrated and all qc was acceptable. A siemens field service engineer was dispatched to the customer site. Analysis of data provided by the customer and analysis of the instrument indicates that the cause of the discordant results was due to the tubing to the water supply wash valve manifold not being secured with a ty-wrap and became disconnected. The fse installed a new ty-wrap on the tubing. The instrument has been repaired. The instrument is performing within specifications. No further analysis of the device is required.